Event description:
It was reported the patient received the following results within 15 minutes: 57 mg/dl and 323 mg/dl. The patient experienced hyperglycemia symptoms of foggy and can¿t think clear as normal.